Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one patient was not crossing over between the station and server. A technical support specialist (tss) found that the patient had been discharged earlier and would no longer appear on the device. The tss informed that the issue needed to be fixed on the customer host system by the customer. The system functioned as intended after the tss troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, one patient was not crossing over between the station and server. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.